Event description:
A ti cervical spine locking screw implanted for ddd at c5-c6. Postop follow up x-rays showed screw backing out. Patient asymptomatic. Surgeon removed and replaced screw. During revision procedure, surgeon adjusted/verified torque on all implanted screws.

Manufacturer narrative:
Additional information has been requested. Synthes is unable to determine manufacturing date without a lot number. Investigation could not be completed; no conclusion could be drawn as no device was returned or lot number provided.